Event description:
It was reported this balloon ruptured during a transjugular intrahepatic portosystemic shunts procedure. Resistance was encountered upon removal of this balloon catheter through the introducer sheath. Following removal, the tip of this catheter was noted to have detached in the pt. The tip was not retrieved. The pt was transferred to another facility to undergo a liver transplant. The pt subsequently expired. No further info regarding the pt's demise was available. The device has not been returned for evaluation. Therefore, no failure analysis is available. Should further info become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. Co;s directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. Caution: if resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."